Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer accidently put the pump into storage mode. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer did not address their bg level at the time of reporting. Customer reverted to manual injections for insulin therapy.